Event description:
It was reported that during a laparoscopic unknown procedure, the firing knob became not to move and could not be fired at 4th firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Lot # : 934a19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired with the swing tab in the locked position and some b-formed staples on the anvil. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties however, the staple line at the distal end showed that one staple was malformed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: with the instrument closed, the firing knob is rotated to either side of instrument. In its pre-firing position, the firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The cartridge/reload cannot be inserted unless the firing knob is in its original position. Separate the instrument halves by pulling open the alignment/locking lever. Pull upward on the gripping surface and unsnap the used cartridge/reload from the cartridge/reload fork. Discard the used cartridge/reload. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 934a19, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.